Event description:
As reported, the cutting balloon was partially inflated. The physician advanced the sheath while the balloon was partially inflated, and the cutting balloon ruptured. No adverse consequence to the pt. However, upon analysis of the returned cutting balloon, it was determined that a fragment of the atherotome is missing.